Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that leak on reservoir. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that they was changing the infusion set noticed the reservoir was leaking they received noticed about the ring and that we needed to be checking the insulin pump keeps alerting insulin flow block we changed the set got an alert on high on sensor blood glucose went up to 400 mg/dl, they changed the set and again getting alert on high. Customer stated the location of the leak was unsure. Customer stated they are unsure if there was an air bubble in the reservoir. The device will not be returned for analysis.